Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an unspecified lesion. The 3.5x12 mm xience skypoint stent delivery system (sds) failed to cross the lesion due to the anatomy. There was resistance during removal and the stent became stretched and mangled. An unspecified device was used to complete the procedure. There were no adverse patient effects. No additional information was provided.